Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on the cobas 6000 c (501) module - c501. The sample initially resulted as 11.7 % and this value was reported outside of the laboratory to the physician. The sample was repeated on a cobas c 513 analyzer, resulting as 6.95%. No adverse events were alleged; the patient was not treated based on the erroneous result. The c501 analyzer serial number was (B)(4). It was found that the hba1c reagent pack on the c501 analyzer had switched from the current pack to a standby pack when the sample was initially tested. No controls were run on the new (standby) pack prior to use. The customer calibrated the test and ran controls. Control results were normal.

Manufacturer narrative:
Upon review of the c501 analyzer control data, many high out of range results could be observed. There was no indication of a general reagent performance issue. The investigation was unable to find a definitive root cause.